Event description:
It was reported that when the surgeon opened the pouch of the osteobond copolymer powder, he found a foreign substance. There was no harm or delay reported, and the procedure was completed with an alternate device.

Manufacturer narrative:
The product was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the product has been returned and the investigation is complete.